Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the account that the initial band was implanted on (B)(6) 2009. The first fill was on (B)(6) 2009 with 2cc. The second fill was on (B)(6) 2009 with 2cc. The third fill was on (B)(6) 2009 with 2cc. The fourth fill was on (B)(6) 2010 with 1cc. The fifth fill was on (B)(6) 2010 with .5cc. The sixth fill was on (B)(6) 2010 with .25cc. All the fills that are listed went well and the patient had lost seventy one pounds. On (B)(6) 2010, the patient came back into the office not feeling restriction and had gained 5.5 pounds. The surgeon tried to with draw fluid from the port and there was no fluid present. The surgeon thinks that the tubing has become disconnected but cannot confirm without further testing. The patient does not want to pay for any testing to confirm the issue.